Event description:
The biomedical engineer (bme) reported that the gz transmitter will randomly power itself off and back on again. This was in use with a patient at the time but no reports of injury or harm. Bme reported that he put new batteries into the unit, ensured they are inserted properly, but the gz transmitter will still randomly shut itself off and then power itself back on.

Manufacturer narrative:
The biomedical engineer (bme) reported that the gz transmitter will randomly power itself off and back on again. This was in use with a patient at the time but no reports of injury or harm. Bme reported that he put new batteries into the unit, ensured they are inserted properly, but the gz transmitter will still randomly shut itself off and then power itself back on. Bme requested an exchange unit to be sent to him to replace this unit. Nihon kohden shipped an exchange unit to the customer on november 22, 2024 and are awaiting the return of their defective unit. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the gz transmitter will randomly power itself off and back on again. This was in use with a patient at the time but no reports of injury or harm. Bme reported that he put new batteries into the unit, ensured they are inserted properly, but the gz transmitter will still randomly shut itself off and then power itself back on.

Manufacturer narrative:
Incident summary: the biomedical engineer (bme) reported that the gz transmitter will randomly power itself off and back on again. This was in use with a patient at the time but no reports of injury or harm. Bme reported that he put new batteries into the unit, ensured they are inserted properly, but the gz transmitter will still randomly shut itself off and then power itself back on. Bme requested an exchange unit to be sent to him to replace this unit. Root cause analysis: the reported issue could not be duplicated or confirmed. A definitive root cause cannot be determined. Upon evaluation from repair center, they found the unit to have no physical damage or fluid intrusion. The unit tested properly when connected to a simulator and monitored using a cns-6201. The technician stated the issue was most likely on the customer's side caused by the batteries or connections. To resolve the issue an exchange unit (gz-130pa, serial number (B)(6) was shipped to the customer. We have also identified several potential causes of spontaneous shut down related issues, which are not limited to, startup and shut down failures attributed to the gz telemetry transmitters may be caused by physical damage, battery failure, power board failure, or other component failures. Incorrect placement or insertion of the batteries will prevent the unit from powering on. Physical damage may cause damage to internal components that are required to power the device. Device damage and misuse/mishandling may cause the power cable to become damaged or pinched which could lead to a failure to power on. A serial number review of the reported device (gz-130pa, serial number (B)(6) does not reveal additional related complaints. Complaint history review of the customer's account does not reveal trends for similar complaints.